Manufacturer narrative:
Continuation of d10: product ID b3300542, lot# va32rwxv55, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cause of the incident was unknown, since it was not possible to remove the stylet from the electrode. To resolve the incident, a new electrode that we had as a backup was used. This electrode was implanted without any problem.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (lot: va32rwxv55); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the electrode was placed, the clip was then closed, and when the stylet was removed from the electrode, it did not come out easily. The surgeon applied more force to remove the stylet from the electrode but was unable to do so. So, the electrode was completely removed for another examination, and it was found that the stylet was stuck and could not be removed from the electrode. To proceed with the surgery, a new electrode was inserted. It was placed and attached to the burr hole device without any problems. The electrode cannot be returned for analysis because it has entered the patient's brain and has blood residue.